Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving an alert 35 (insulin occlusion) with three consecutive infusion sets from the same box. The user indicated this issue had not occurred previously and believes proper insertion technique was followed. The issue was resolved by sending a replacement insets to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.